Manufacturer narrative:
B5- the reporter states a 12.1mm tmicl12.1 implantable collamer lens -10.5/+3.0/090 (sphere/cylinder/axis) was implanted into the patient's left (os) eye on (B)(6) 2021. The lens was explanted on an unknown date. D6b- unk. H3- device evaluation: the lens was returned in a vial with liquid. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Sex, weight, ethnicity - unk. Date of event - unk. (B)(4). Claim# (B)(4).

Event description:
The reporter states a 12.1mm tmicl12.1 implantable collamer lens -10.5/+3.0/090 (sphere/cylinder/axis) was implanted into the patient's left (os) eye on (B)(6) 2021. The surgeon reports the lens is too small and keeps rotating. Reportedly the lens remains implanted.